Event description:
The user facility reported the patient was on impella cp support and during support, the patient ventricular tachycardia (vt) several times. The pump was repositioned and p level was decreased. Additionally, there was minimal oozing at the start of support after turning the patient. The dressing was clean and intact. Support continued. Furthermore, after repositioning for vt, there were issues with the impella flow. The pump was repositioned further to prevent suction alarms. Moreover, a month after support was completed, the patient returned to the ER with pain at the access site. Us shows potential foreign body at site. Used perclose with sutures which were left in place, but no notes of issues during explant. Staff was going to evaluate further.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Access site bleeding: the clinical details specify that minimal oozing was noted at the access site following turning the patient. The root cause of the access site bleed is most likely patient movement. Positioning issue: the root cause of why the pump was in an inadequate position is unable to be determined due to insufficient clinical details. Low pump flow: low pump flow was confirmed in the data logs with suction alarms being seen on the day of the event. The suction alarms resolve, which aligns with the clinical narrative indicating that the pump was repositioned to troubleshoot the low flow and was successful. The root cause of the low pump flow was most likely a positioning issue. Vt/vf: as the necessary information was not provided, the root cause of the vt/vf was not determined.